Event description:
It was reported that patient underwent primary oxford partial knee replacement on (B)(6) 2001. Revision procedure was performed on (B)(6) 2013 due to bearing subluxation. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The returned bearing was revised due to subluxation. There are indications of impingement, oxidation and high stresses, the pattern of which suggests incongruent articulation of the bearing on the tray. However the reasons for which are unclear without the aid of radiographs, and hence the exact cause of revision cannot be identified.